Event description:
The physicist noticed that on single isocenter, 4-field breast, there is an increased skin reaction at the match-line between the tangents and supraclavicular fields. There was erythema 3cm on each side of the match-line (looked like a red rectangle of 6cm width and length of the field): increased skin reaction possibly the result of scatter radiation. No serious injury was reported.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate at this time. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).